Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the monitor exhibited display issues (image is intermittent). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8, e1. Additional information added to field h3, h4, h6. Correction to g3 of the initial medwatch. The aware date should be 25/03/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding intermittent image was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high definition monitor had an intermittent image. The issue occurred during a pre-operation inspection for an unspecified procedure. There was no delay. There were no reports of patient harm.